Event description:
The customer reported the panorama central station had communication loss with the ambulatory telepack monitor. No patient injury was reported.

Manufacturer narrative:
Correction included replacement of a panorama telepack.